Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that there was a speaker malfunction. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The repair has not yet been completed on the device. Philips is in the process of obtaining additional information concerning the repair, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction at the time of the event, so the speaker has been replaced per current process. The device was operational after repairs were completed, and the device was returned to the customer.